Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited oversensing noise stored as non-sustained ventricular tachycardia (nsvt). No changes or interventions were reported. The patient's condition remained stable.